Event description:
Since I had a tvt supris retropubic mesh sling inserted, I have had more incontinence and was sent from test to test. They did a urodynamic test and a cystourethrogram which stated on the report vesicoureteral reflux occurred as I have permanent bladder and uti infections. Because of pain, sexual relationships are impossible. I live in (B)(6).